Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft separation occurred. A direxion hi-flo was used. During the procedure, the hub of the microcatheter was kinked and the nitinol hypotube separated from the inner lining of the catheter. It was noted that the microcatheter seemed tight and almost over torqued eventually gaining resistance while advancing. The device was removed and completed with a different device. No patient complications were reported.